Event description:
It was reported the customer had a displayable history check failed on startup alarm. The customer's blood glucose was unknown. The customer also stated their temp basal was not programmed prior to the alarm occurring. Customer also stated the insulin pump was not in spanish. Customer was advised this was normal insulin pump behavior. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.